Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, increased capture threshold and sensing were observed on the right ventricular (rv) lead. No intervention was performed as no new rv lead could be implanted due to no venous access from fibrotic tissue. The lead will continue to be monitored, the patient was stable.